Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, faulty power supply was noticed. The evaluation result stated that power unit failure caused the reported problem. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii video system center when shutting down it goes completely dead. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the device is greater than 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event occurred due to faulty power supply unit. However, the root cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.